Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2010; inratio: 1.7; lab: 2.4; date: (B)(6) 2010; inratio: 2.3 (with an unidentified old lot). Pt's target therapeutic range is 2.0-2.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010 ; inratio: 1/7; reference: 2.4; mean: 2.05; confidence limits: 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Data from old strip lot was excluded because those strips were expired. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Inr=2.3 would not be in analysis for it came from expired strip. Customer's results are not considered discrepant within the context of the documented variability for inr testing. As of 11/03/2010, 25 discrepant results complaint was reported for lot# yielding a complaint rate of 0.022%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. The issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.